Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the grasping section broke off. The manufacturing history was reviewed, with no irregularities noted. This type of the graspig section damage is most likely related to the operator's technique. The fracture of the grasping section is likely to be caused by an excessive force during cleaning applied on the grasping section. The instruction manual of the device already cautions; be careful not to break the probe tip or separate the tissue pad by the load imposed on the probe tip and the tissue pad when the instruments are withdrawn from the body cavity and/or the instruments are cleaned.

Event description:
During a pancreaticoduodenectomy, the subject device was used. After an hour of use, when the nurse wiped the tip of the device for cleaning with a gauze patch outside the patient, the grasping section broke off. No further information was reported. There was no patient injury reported.